Event description:
Report received from USA stating that the device will not secure attachment. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the customer's complaint that the attachment is difficult to attach to the drill could not be confirmed. Three different attachments were installed on uninstalled without difficulty. The drill was disassembled and visually inspected and it appears that it has been immersed due to corrosion and detergent residue found. The cable assembly was damaged and the drill vibrated while running. If additional information becomes available, a supplemental report will be sent. (B)(4).